Event description:
Four radial artery catheter sets were opened in preparation for inserting a radial catheter. Three of the catheters were found to have a defect close to the shoulder on the distal end of the device. All three sets were from the same lot. These three catheters were not used for fear that the defect might cause injury to the vessel or that slivers of the catheter plastic might be left behind in the vessel. Photos of two of the catheters are available if they would be of benefit.======================manufacturer response for radial artery catheterization set, arrow international (per site reporter).======================the manufacturer hasn't had time to investigate.